Manufacturer narrative:
A review of lot file a753 was performed. There were no nonconformances reported for this lot. There was a blood leak alarm reported at the start of photoactivation. This was checked, nothing found, testing was restarted. This lot met all release requirements. A review of complaints received for lot a753 was performed. There were 2 other complaints reported for bowl leaks to date for this lot. No trends detected. This assessment is based on the info available at the time of the investigation. No product was returned by the customer. Therefore, a root cause for the leak cannot be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and treadling. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a bowl leak that occurred during a treatment procedure. Name of complainant: same as reporter. The customer reported the leak occurred during 2nd cycle of buffy coat collection. The operator stopped the treatment immediately. The treatment was aborted and no blood/blood products were returned to the pt. The operator stated that approximately 1 ml of blood leaked into the centrifuge. The operator stated no blood was seen at bottom of the centrifuge chamber but stated that the source of the leak was visible at top of bowl. The customer put on a new kit and treated the pt. The customer did not return any product for investigation.